Event description:
The patient was implanted with a left ventricular assist device (lvad). The information provided indicated that the patient was routinely transplanted and the pump was returned for routine investigation. No other information was provided. This report is to provide the evaluation findings of the returned lvad.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approximately 1.5" from the pump housing and the severed portion of the lad was not returned. The sealed inflow conduit and the sealed outflow graft, sealed outflo graft bend relief and bend relief collar were returned attached to their respective pump ports. Prior to disassembly, the distal-side of the outlet stator revealed evidence of deposition in the pump. Examination of the inflow conduit showed a strongly adhered, tissue-like deposition surrounding the opening of the inlet tube. Although a specific cause for its development cannot be conclusively determined, it did not appear to be significantly obstructing blood flow through the inflow conduit. Examination of the body of the rotor was spinning; however, evaluation of the returned pump did not show any evidence of significant deposition that would have caused these marks and a specific time frame cannot be determined. Examination of the outlet stator did show a small, red deposition loosely seated adjacent to the bearing ball. Although its origins cannot be conclusively determined, this deposition was not large enough to have caused the contact marks that were noted on the outlet side of the rotor. Although the evaluation of the returned pump did suggest that a deposition was present in the outlet stator at some point during pump operation, a specific time frame cannot be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. The returned portion of the percutaneous lead was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during testing. The pump was cleaned, reassembled and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing it file on this event.